Event description:
It was reported that a security alert was noted. Software download was performed. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.